Manufacturer narrative:
The alleged failure of overheating could not be duplicated during the device evaluation, due to a temperature warning on the console which prevented the handpiece from running. However, damaged bearings were discovered in the device. The worn bearings can cause overheating.

Event description:
It was reported that during the extraction of a third molar at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during the extraction of a third molar at the user facility, the drill was overheating. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. Additional information will be submitted when the device is received, and if additional information is received and requires reporting.